Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the double potential signal was noted on the right atrial (ra) lead. All the measurements on the lead were found to be stable. The double potential signal was interpreted by the doctor as an intrinsic signal originating from the patient¿s right atrium. No intervention was performed. The patient was stable.